Event description:
A customer contacted baxter's technical service center regarding a homechoice (hc) system that encountered an issue. The nurse stated that the hc will not go into initial drain; instead it goes directly to fill 1 with no alarm. The baxter technical service representative arranged for a swap of the unit due to this issue. The nurse will program the replacement unit. The hp will not perform a manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The actual homechoice device was evaluated and the reported condition of the device skipping initial drain and going directly into fill 1 with no alarm was not confirmed nor duplicated. At visual inspection, no physical damage was noted. The one hour therapy was run to duplicate the reported condition, with no unusual issue noted. Upon further investigation, no other malfunctions were noted. The root cause of the reported condition was not determined. Appropriate corrective action was taken to resolve the issues by performing all the necessary tests, calibrations and repairs. The device was tested as per baxter operating procedures and protocols and passed all testing.